Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an over infusion with a folfusor device which resulted in the patient feeling malaise reported as the patient ¿felt so badly¿ and was hospitalized. It was reported the infusion was emptied after 24 hours instead of the expected 48 hours. Total fill volume was 119,02 ml. The patient was hospitalized for 14 days. At the time of the report, the patient outcome was not reported. No additional information is available.